Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down buttons are sticking and intermittently unresponsive. The issue began three days prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: there was no visible damage to the keypad and all of the buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.